Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
After implant procedure the sensor was not able to be calibrated. The sensor waveform is dampened. Cine and post op chest x-rays confirmed that the sensor was implanted into a small (less than 6mm) vessel. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.